Event description:
After the ninth ablation during a cryoablation procedure, the user noted that the mapping catheter that was inserted within the lumen of the cryoablation catheter was becoming difficult to move. Shortly after, they received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The cryoablation catheter was replaced without incident and the procedure was completed. No adverse event occurred. When the device was returned, pressure testing revealed a leak through the guide wire lumen of the cryoablation catheter.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files showed that 11 applications were performed using the returned catheter. Failure file confirmed persistent system notice 50005 (leak detection) for the date of the case. The visual inspection showed that the balloon was full of blood. The smart chip verification indicates that the catheter has been used for 11 injections. The catheter failed the performance test due to a system notice 50005 upon connection to the console. Pressure test revealed a leak through the guide wire lumen, however, the balloon integrity was intact with no breach observed. Dissection showed a guide wire lumen breach proximal to the coil, 1.44" from the end tip and multiple kinks. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.